Manufacturer narrative:
Corrected data: in reviewing the initial and supplemental (follow up # 1) MDR 3012236936-2026-0000313, it was noticed that the "type of investigation" codes 4109 (historical data analysis) and 3331 (analysis of production records) along with the narrative to support the "type of investigation" codes was inadvertently not included; therefore, it is captured in this supplemental report: manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one other complaint for this po number has been received. These complaint issues are not related. Based on the complaint history review (chr), no further actions are required. The following fields have been updated accordingly: section h6: type of investigation: code 4109 (historical data analysis) and code 3331 (analysis of production records). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Device evaluation: visual inspection revealed that the lens was received coated in viscoelastic residue, cut in half, and with the pieces stuck together. The lens pieces were separated and cleaned revealing one haptic was detached. The remaining haptic was measured and found to be in specification. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 26, 2026. Section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2: date of birth, age: unknown/not provided. Section a3a, a3b: sex, gender: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion of a single-piece non-preloaded monofocal intraocular lens (iol), the haptic was noted to have fallen off after implantation. The original iol was removed and replaced with a backup iol of the same model and diopter without complications. There was no harm to the patient. No unplanned surgical interventions or additional medications were required. Account stated that the cartridge did not touch the eye, that directions for use were followed, and that the device did not cause or contribute to the event. The patient fully recovered. No further information was provided.